Manufacturer narrative:
Concomitant medical products: (3)spm tubing; pri tubing; (3)8110; 8100; (3) syringes, therapy date (B)(6) 2019. The reported issue that during infusions there was an error code 358.2000.0 and that four devices shut off during the infusions could not be confirmed. The associated pcu event log had recorded that there were only three of four attached modules actively infusing at the time of the alarm event, and that only two of the modules had their infusions stopped from the alarm event. The syringe pump module (spm) as channel ¿a¿ and ¿b¿ had power interruptions occur which induced a ¿channel disconnected¿ alarm on the pcu. Both of the spms were recorded being reconnected a few seconds later with the channel ¿a¿ spm alarming for a channel malfunction recording the error code 358.2000.0. These two same spms when the system had been powered on for use recorded being removed and connected three times while the clinician was entering patient and profile information on the system after startup; however because the devices were still in idle states it did not produce any alarms. This recorded finding at power on suggests there was most likely a continuity issue present between the iui connectors on the pcu and spm as channel b. The testing and inspection process performed on the returned spm that was the channel a device did not find any malfunctions, and it did not reproduce the alarm and error events during testing. The disposable primary and syringe pump tubing was not returned. A root cause could not be definitively identified during the investigation; however, it is suspected that the cause was from a continuity problem existing between the iui connectors of the pcu and the channel b spm, in which neither were returned or retained for investigation.

Event description:
It was reported that during (4) unspecified infusions the syringe module received error code 358.2000.0, shutting it off. The nurse stated that the module alarmed for communication error- channel disconnect. Although requested, no additional information about the patient, medication, or event provided.